Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017,product type: lead product ID: 3587a, lot# la1366, implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported the lead migrated so the consumer experienced a change in stimulation where they were receiving stimulation in the butt instead of the foot. As a result a lead revision took place on (B)(6) 2017. It was noted they wanted to remove ¿all extra product¿ but since the physician wasn't a neurosurgeon they were going to leave the abandoned lead. Later that day the rep. Called back and reported the old lead was explanted which was confirmed by x ¿rays. It was further reported the extension was partially explanted so that the lead/extension connection end remained implanted and it appeared that the dual prong side of the extension was cut and removed when the lead was explanted. The rep. Had no additional information about when or why the lead/extension was explanted. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.